Manufacturer narrative:
Date sent to FDA: 10/29/2020. H6 patient code: 3189 - surgical intervention. Additional b5 narrative: it was reported that the patient underwent removal of mesh on (B)(6) 2020.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent ventral hernia repair surgery on (B)(6) 2019 during which the surgeon noted the previous mesh migrated allowing re-herniation of abdominal contents including large portion of colon. It was reported that the patient underwent recurrent ventral hernia repair surgery on (B)(6) 2020. It was reported that the patient experienced severe pain. No additional information is provided.